Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had the device for 5 years and the hcp was unsure if the device had been turned on. The patient had poor knowledge of their device and the patient programmer was still in the box and hadn't been opened. The patient met with a manufacturer representative and it was recommended that they get a second device, one on each side for better function of the patient's therapy. The patient was performing self-catheterization. The patient's device was flying around and the patient wanted the device explanted. The patient had been seen in their hcp's office for tremors of the head and bilateral hands and arms. It was unknown if this was related to their device or therapy. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.